Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdown, service code 107: multiple abnormal shutdown) has been confirmed. As received, the monitor reset during incoming functionality testing. Additionally, the unit was run for 24 hours during which one abnormal shutdown occurred. The cause of the abnormal shutdown is a defective u104 pxa component. The cause of the reset during functionality was isolated to the defibrillation pca. The root cause of the defective u104 pxa component cannot be positively identified. A root cause investigation is underway on devices exhibiting similar failure modes. Root cause of the defective defibrillation pca is unknown at this time. Engineering investigation is currently under way. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor displayed a code 107 (multiple abnormal shutdowns), and experienced an abnormal shutdown.